Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information were unsuccessful. The recipient has not followed up with the facility since (B)(4) 2017. This is the final report.

Manufacturer narrative:
The recipient is reportedly doing better. The recipient's vertex wound remains dehiscent and is undergoing debridement routinely. The recipient continues to be monitored. The external visual inspection revealed the electrode was severed near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical tests performed. The residual gas analysis test was compromised during the failure analysis process. This device was explanted for medical reasons. The device passed the electrical tests performed. However, the residual gas analysis test was compromised while attempting to measure internal gas composition. Based on dye penetrant testing and internal visual inspection it is determined that this device was hermetic.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a skin flap infection. On (B)(6) 2017, the recipient began treatment with IV antibiotics. The recipient was hospitalized on (B)(6) 2017. The recipient underwent an incision and drainage of abscess and the recipient's device was explanted. The recipient will remain on IV antibiotics for an estimated 6 weeks. The recipient will be reimplanted at a later date.